Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had blunt trauma to the ipg which was hit with a tennis ball. Time of trauma correlates with ipg unexpected elective replacement indicator (eri) warning message from device and back up vvi pacing at 65. All clinic follow up measurements were within normal range. No evidence of lead damage noted. It was also reported that pacemaker syndrome was encountered from vvi back up pacing. The ipg was reprogrammed to initial dddr settings, and remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).